Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Represents the mean patient demographics reported in the attached article. Dates estimated based on the data collection time period within the attached article. The device locations are not known. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Utilization, in-hospital mortality, and 30-day readmission after percutaneous mitral valve repair in the united states shortly after device approval, american journal of cardiology 2018;121:1365-1372, robert w. Yeh, md,msc, et al. [(B)(4)].

Event description:
This report is being filed for death post mitraclip implantation. It was reported through a research article identifying the mitraclip that may be related to death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "utilization, in-hospital mortality, and 30-day readmission after percutaneous mitral valve repair in the united states shortly after device approval".

Manufacturer narrative:
(B)(4). UDI number-the unique device identifier (UDI) could not be determined as the part and lot numbers were not provided and the devices were not returned. The devices were not returned for investigation. Review of specific lot history records and complaint history could not be conducted because the lot numbers were not provided. A review of the complaint history for all lots shipped to this account between (B)(6) 2013 and (B)(6) 2014 was performed. Based on the limited information available, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect of death could not be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.